Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of stored electrograms noted oversensing of 60-cycle noise on the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No patient complications have been reported as a result of this event.